Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of index procedure, the angiography revealed 80% stenosis in the proximal right coronary artery. The indication for the procedure was stable angina pectoris. The lesion was described as 30 mm in length, class b2, and de novo. The reference vessel was 4 mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15 mm balloon at 12 atm and a 3.5 x 33 mm cypher rx was implanted at 12 atm. It was reported that the stent did not fully expand and the stent was post-dilated with a 4 x 20 mm balloon at 16 atm. At screening, the enzymes were in normal range. At 6-12 hours post index procedure, the troponin I was 0.15 (0.09 unl). At 16-24 hours post index, the ck-mb was 4.3 (3.6 unl) and the troponin I was 1.12. After 24 hours, the ck was 201 (174 unl), the ck-mb was 4.6 and the troponin I was 1.06. Additional information including pre- and post-procedure ecgs, admission report, lab forms with cardiac enzymes test results, and discharge summary was not received from the site. As per the pi, the subject did not have a peri-procedural mi. This elevation was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the day after.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, flomax, lopressor, niaspan, nitrostat, prilosec, and reglan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. As per the crf, the patient had a previous pci history approximately nine months before the index. It was unknown what stents were placed and what vessel was treated. At the time of index procedure, the angiography revealed 80% stenosis in the proximal right coronary artery. The indication for the procedure was stable angina pectoris. The lesion was described as 30 mm in length, class b2, and de novo. The reference vessel was 4 mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15 mm balloon at 12 atm and a 3.5 x 33 mm cypher rx was implanted at 12atm. It was reported that the stent did not fully expand and the stent was post-dilated with a 4 x 20 mm balloon at 16 atm. At screening, the enzymes were in normal range. At 6-12 hours post index procedure, the troponin I was 0.15 (0.09 unl). At 16-24 hours post index, the ck-mb was 4.3 (3.6 unl) and the troponin I was 1.12. After 24 hours, the ck was 201 (174 unl), the ck-mb was 4.6 and the troponin I was 1.06. Additional information including pre- and post-procedure ecgs, admission report, lab forms with cardiac enzymes test results, and discharge summary was not received from the site. As per the pi, the subject did not have a peri-procedural mi. This elevation was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the day after on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15099041 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.